Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chest wall. It was reported that the patient had a surgery to replace his battery for his stimulator in (B)(6) 2015. No further complications were reported/anticipated.

Manufacturer narrative:
Additional review indicated that device code (B)(4) is applicable to the event. If information is provided in the future, a supplemental report will be issued.